Manufacturer narrative:
The allegation of high impedance was confirmed. The broken wires seen under microscopic examination near the anchor indicate an over stress condition.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(4).

Event description:
It was reported that the patient's system was autoreducing due to high impedances. It was noted that the patient had a prior event while skiing. X-ray shows potential lead fracture. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. The patient now has therapy within target area.